Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway

Event description:
It was reported that after successful detachment of the coil, the pusher broke in the microcatheter during withdrawal. The pusher was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The pusher and microcatheter were returned for analysis. The pusher was found as one single piece and not broken in half, as reported in the complaint. The implant was not returned and was detached from pusher. The heater coil of the pusher contained burn damage, which indicated that the heater coil was activated, and the implant was thermally detached, as indicated in complaint. The body coil of the pusher was stretched, where the lead wires inside the pusher were noted to be broken. The black pet sleeve on the pusher was damaged. The stretched body coil of the pusher spans from the black pet sleeve to a few inches distal. The microcatheter was x-rayed at different sections; there was no pusher or device found inside the lumen of the microcatheter. Based on the available information and evaluation of the device, the reported complaint cannot be confirmed. The pusher was found as a single piece, and did not break in half in the microcatheter. The device was noted to be within specification and functioned as intended. Because the returned device was found unbroken, contrary to what was reported, there may be an issue with the accuracy of what was reported. There is also the possibility that the device that was returned was the incorrect device.